Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.

Event description:
The patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason.